Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tbg2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy, could not feel stimulation, and still had symptoms when she laughed or coughed. The patient did not feel stimulation on (B)(6) 2015. Therapy was reportedly on at program 3 at 1.2v. The patient wanted to increase stimulation. Amplitude was increased and then the patient felt stimulation I the correct location. The patient was able to increase to 1.9 and felt stimulation in the correct location.